Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. A device history review (DHR) for the valve was performed and all manufacturer's specifications were met prior to release for distribution. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts to gather additional information were performed, but to date no event updates have been forthcoming. Per the instructions for use, congestive heart failure, dyspnea and orthopnea are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are many additional potential causes for chf including cad, htn, mi, heart valve disease, cardiomyopathy, and emphysema. In this case, there was no report of valve dysfunction and the patient has a pre-existing history of chf (nyha class IV), cad, major arrhythmia and htn. The patient has other co-morbidities (copd) that could have caused or contributed to the reported chf exacerbation. Per the IFU, endocarditis is a known complication associated with heart valve replacement and bioprosthetic heart valves. Endocarditis is an infection of a native or prosthetic valve and may occur early or late after valve replacement. The infection typically results from either seeding of the valve with bacteria at the time of surgery by the operative team, or at a later time by an infection elsewhere in the body. In this case, it appears that patient factors along with other significant co-morbidities could have caused or contributed to the sepsis event with noted probable endocarditis. The official cause of death is unknown. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Should additional information be received this case will be reopened and investigated.

Event description:
As reported through the (B)(4) study, approximately 3 years post transfemoral transcatheter aortic valve replacement (tavr) procedure ((B)(6) 2012); the patient presented to the emergency room with shortness of breath, fever, chills, and increased wbc (27.7). The patient was admitted to the hospital for sepsis from a presumed healthcare associated pneumonia. The patient also was found to have a diastolic congestive heart failure exacerbation. Chest x-ray performed showed the patient had evidence of consolidation and antibiotics were started. Subsequent blood cultures were (B)(6) and tee showed probable endocarditis. During the patient's hospitalization, the patient also experienced acute on chronic renal failure. The patient expired was noted to have expired on (B)(6) 2013. The official cause of death is unknown.